Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The distal conductor was distorted, stretched, had blood/body fluid (not obstructed) and fracture (overstress). The outer insulation was melted and lead stretched. Full lead in segments returned and analyzed.

Event description:
It was reported that during a device changeout, there was a prophylactic replacement of the defib lead. The coronary sinus lead was also removed, as it became attached to the coil of the defib lead. The right atrial lead became dislodged during the procedure, but was able to be repositioned. The coronary sinus and defib leads were extracted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a device changeout, there was a prophylactic replacement of the defib lead. The coronary sinus lead was also removed, as it became attached to the coil of the defib lead. The right atrial lead became dislodged during the procedure, but was able to be repositioned. The coronary sinus and defib leads were extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.